Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. A controller error alarm occurred multiple times on the automated impella controller (aic), but the alarm resolved each time without further intervention.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
D4 corrected the primary UDI number, as it was omitted in the initial report that was submitted. Additional information received for d6 explant.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.